Event description:
02n/v60 ventilator/battery failure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The issue occurred at power on and failed to alarm. The asp determined battery replacement required. The device was operational after battery replacement was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting that a v60 device had a battery failure. The device was not in clinical use when the reported issue occurred. There was no patient or user harmed.